Manufacturer narrative:
(B)(4). The drill and cut guide were returned for evaluation. Visual examination confirmed that the femoral drill is seized within the posterior post hole of the femoral cut guide. It is also noted that there is significant galling on the end of the drill bit that has passed through the drill guide and metal particulates in the flute where the drill bit exits the drill guide. The guide lot device history records were previously reviewed and found to be conforming. A hardness test was performed for both components and were found to be within specifications. The device was used for treatment both lots were manufactured in 2008 and have therefore been in the field for approximately 5 years and 6 months. It is unknown how many times the instruments were used, however; it appears they have outlived their useful lives. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that while performing a left medial unicompartmental knee arthroplasty, when the surgeon was ready to drill the pegs on the femoral cut block, the drill cold welded to the posterior hole of the guide, and could not be dislodged.